Manufacturer narrative:
D10: device available for evaluation - additional information g4. Date MFR rec ¿ additional information h2: type of follow up - device evaluation h3: device evaluated by manufacturer- additional information h6: codes updated the pipeline flex braid only returned for analysis. The pushwire and all other subassemblies for the pipeline flex device were not returned for analysis. Both ends of the pipeline flex braid were not fully opened and found to be frayed. No other damages or anomalies were found with the device. Based on the analysis findings, the customer report of ¿pushwire break/separation¿ could not be confirmed. The braid was returned already deployed and could not be used for resistance testing. The pushwire and all other subassemblies were not returned with the braid, therefore any contributing factors of the pushwire and all subassemblies towards the reported resistance could not be assessed. Based on the investigation conducted, pushwire separation can occur due to certain use conditions such as excessive force and patient vessel tortuosity. However, the root cause could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Since the device was not returned, we are unable to perform further root cause analysis and the exact cause of the reported event is unknown. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. No corrective action. Monitoring and trending this type of event. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that deployment issues were encountered with the pipeline flex and that the pipeline was broken. The patient was reported to have been treated for a post traumatic automobile accident that resulted in a left, proximal, internal carotid artery (ica) pseudoaneurysm /fistula.